Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg reached end of life and the patient lost therapy it is unknown if the device depleted prematurely. Surgical intervention was undertaken wherein the ipg was replaced.